Event description:
The surgeon implanted a silicone lens but the back haptic was damaged upon insertion. The surgeon enlarged the incision to remove the lens and sutures were required. It is unknown if the lens or the injection system malfunctioned.